Event description:
Customer took a blood glucose reading at 10am and received a result of 300mg/dl. The customer took insulin according to a sliding scale and ate breakfast. Family member found pt passed out at 11:30am. Tested blood glucose with pt's device and received a result of 370mg/dl, checked against a different device and received a result of "lo." Paramedics were called and the customer was taken to the hosp and given d50 intraveniously. Pt was admitted to the hosp. Controls were out of range.